Manufacturer narrative:
.

Event description:
The customer reported that they were not getting an audible alarm. The biomedical engineering was performing preventative maintenance on a mx40 device and during testing the device would not alarm for asystole. There was no patient involvement.